Event description:
International customer reported that the reservoir inflated with air readily, at its first activation. The surgeon evacuated air from the product and re-activated; however, it inflated with air again. Eventually, the product was exchanged to new one, and then drainage could be obtained normally. There was no adverse consequence to the patient.

Manufacturer narrative:
Conclusion: the return of the product upon which this medwatch is based is anticipated. If any further information is received or derived from an evaluation, a supplemental 3500a form will be submitted.